Event description:
The soule medical disposable pads used for lateral positioning of the patient were being applied on one of our or tables in preparation for a case. The pads began to tear/rip and could not provide adequate protection and had to be discarded for another set of pads. Apparently this has been an ongoing problem, but just brought to my attention.